Event description:
The phacoemulsifier was un use. It was observed that the tip was occluded and heat was generated creating a scleral burn. The phacoemulsifier was removed and reprimed, reintroducing it allowing for phacoemulsification without any heat to be generated.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.